Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: tip of the obturator broke off inside the joint space. Probable root cause: design - tip of cannula or obturator to sharp - obturator does not extend far enough to protect tissue from cannula tip - obturator size to cannula size does not effectively protect tissue from cannula tip - inadequate raw material selection - wall thickness of obturator or cannula too thin to support loads during insertion/manipulation manufacturing - obturator shaft or tip not manufactured to specification - cannula shaft or tip not manufactured to specification - incorrect raw materials used during manufacturing application - excessive force - technique issue, user does not keep cannula and obturator assembled manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.